Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) clearlink system continu-flo solution sets were leaking. The leaks were observed coming from a pin hole in the tubing and occurred during priming prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Only two (2) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests including pressure and clear passage were performed which revealed a leak in both samples due to a hole in the tubing. The reported condition was verified on the returned samples. The cause of the condition was due to the machine during the manufacturing process. The remaining three (3) samples were not received; therefore, a device analysis could not be completed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.